Manufacturer narrative:
One (1) used/damaged inserter/driver was received for evaluation on 30-nov-2016. Visual inspection by the engineer found the one of the tines was broken and the tiny broken tine approximately 3/16 inch in length was not returned. The area of breakage experienced brittle fracture. The exact cause of the breakage was unable to be determined. However, based on available information, it is believed that the most probable cause of the driver breakage in this instance is use related, and a probable result of misuse. In addition, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. This lot (B)(4) was manufactured on 06-jul-2016. A review of the device history records found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported "tine breakage". Of the lot containing (B)(4) units, there was one other complaint received for this item and lot number combination. In addition, a 2-year review of product history for this device family shows a total of nine (9) reports of "tine" breakage including this one. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of driver tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: - exercise care in the use of the device to minimize side and/or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid lateral loading while inserting y-knot anchors. - maintain proper alignment during insertion of anchors and disengagement of drivers.

Event description:
The user facility reported that the shoulder arthroscopic bankart and bristow repair procedure on (B)(6) 2016 was completed as planned using a y-knot flex 1.3mm all suture anchor with no issues noticed. However, immediately after the surgery, the surgeon noticed that one of the tines from the inserter/driver had broken off. X-ray was performed and the surgeon confirmed that the "tiny broken tine was not in the patient's shoulder". The procedure was otherwise completed as planned with no surgical delay or patient injury. Despite the good faith efforts, no patient demographic information could be obtained from the user facility. This report is filed on the basic of potential for patient injury with recurrence.